Manufacturer narrative:
The complainant indicated that the rotablator guide wire will not be returned for eval; therefore, a failure analysis of the rotablator guide wire could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an angioplasty procedure, a guide wire tip detachment occurred. Initial vascular access was obtained through the right radial artery. Another MFR's guide catheter was positioned selectively at the proximal portion of the right coronary artery, but it was reported to have offered unstable support. A floppy rotawire guide wire was unable to cross the lesion. Another MFR's 50 guide wire was unable to cross the lesion, but attempts to cross the lesion with another MFR's 150 guide wire was successfully and it was positioned down from the middle portion of the right coronary artery. A maverick 1.5 x 15mm monorail balloon catheter was inserted with the co-axial shaft in the middle portion of the right coronary artery to allow for the insertion of a rotablator guide wire. A floppy rotawire guide wire was unable to cross the lesion. A decision was made to change the vascular access site to the right femoral artery, for better support. Another MFR's guide catheter was positioned selectively at the proximal portion of the right coronary artery and it offered good support. A floppy rotawire guide wire was unable to cross the lesion. Another MFR's 150 guide wire crossed the lesion successfully and was positioned down from the middle portion of the right coronary artery. A maverick 1.5 x 15mm monorail balloon catheter with co-axial shaft was inserted in the middle portion of the right coronary artery, but difficulty was encountered upon attempting to insert the rotablator guide wire. The maverick 1.5 15mm monorail balloon catheter was inflated 3 times to a maximum pressure of 12atms for 40 seconds. Upon attempting to re-insert, the rotawire guide wire, resistance was encountered and the distal part of the guide wire detached in the artery and remained "ensnared" in the atheromatous plaque of the right coronary artery in segment ii. The physician's attempts to retrieve the detached tip of the rotawire guide wire were unsuccessful. A maverick 2 x 20mm monorail balloon catheter was inserted in the middle portion of the right coronary artery for pre-dilatation and inflated to 2 times to 16atms for 40 seconds. Another MFR's balloon expandable 2.5 x 28mm stent was advanced and implanted in the distal portion of the right coronary artery and inflated to a maximum 12atms for 20 seconds. Another MFR's balloon expandable 3.0 x 30mm stent was advanced to the middle portion of the right coronary artery, and implanted just above the first stent (two butting stents) and inflated to a maximum pressure of 16atms for 20 seconds. It was reported that in order to optimize the angioplasty of the middle portion of the right coronary artery, another MFR's 3.0 x 15mm balloon catheter was advanced to the lesion and inflated to a maximum pressure of 24atms for 20 seconds. Another MFR's balloon expandable 3.5 x 25mm stent was advanced to the proximal portion of the right coronary artery, without pre-dilatation of the lesion and implanted above the first stent (abutting stents). The balloon expandable stent was inflated to the maximum pressure of 16atms for 20 seconds. Post procedure angiographic results indicated that the middle portion of the right coronary artery was 30% stenosed with no visible dissection marks. There was no evidence of thrombus. The procedure was rated as successful. No further complications or injuries were reported. The pt status was reported as "ok".